Event description:
Caller reported aviva system blood glucose results of 50 mg/dl, 55 mg/dl, and 180 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 95 mg/dl, 116 mg/dl and 185 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Agent reviewed storage and handling, dosing, and technique - all acceptable. A request was made for the return of the meter and strips, replacement sent.